Manufacturer narrative:
Tracking

Event description:
It was reported that during a breast biopsy the doctor deployed the mammomark marker and completed the case with no pt consequence. Post procedure, a piece of the applicator tip was found on the floor. It is unknown if another piece was in the pt or not. No consequence occurred to the pt.